Event description:
Reporter indicated a vns dell x5 handheld computer was freezing during interrogation. Reseating the flashcard resolved the screen freezing. The handheld computer and flashcard have been requested for return but have not been received to date.

Manufacturer narrative:
(See scanned page).